Event description:
Patient presented to the physician with extreme pain and sensitivity at the ipg site. Physician brought the patient into the or and, upon surgical exploration, fluid was observed within a scar tissue capsule surrounding the ipg. Physician removed the entire inspire system.